Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient in clinic. Device interrogation revealed that the implantable cardioverter defibrillator was far r-wave over-sensing and had inappropriate mode switches due to the over-sensing. No programming changes were made at the time.

Event description:
New information noted that programming changes were made at the time. No patient symptoms were reported.